Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 562 mg/dl at the time of incident and the current blood glucose level was 125 mg/dl. Customer currently reported symptoms related to their high blood glucose was difficulty breathing, shivers, heart rate increase. The customer was assisted with troubleshooting. The customer was treated with insulin shot 20 unit for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.